Event description:
It was reported that the pt is not responding. Testing performed in situ showed that several electrode channels are in status "hi" and that the ground path impedance is not measurable. An accident or trauma is not known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.